Event description:
It was reported intermittently that pump piston would fully retract on its own during insulin delivery. To resolve the issue the customer would either reload the existing cartridge or load a new cartridge in order to resolve the issue and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level.